Event description:
It was reported that for the first two months after pump replacement procedure (due to normal battery depletion), the patient was "ok" but then started to experience withdrawal symptoms. Per the pump logs, no alarm or message was recorded. At the time of the last refill the pump reservoir volume was 19 ml instead of the expected 15.2 ml. It was further noted that the reservoir volumes were always greater than expected during refills. Due to the volume discrepancy they attempted to test the catheter; however the testing could not be completed as they were unable to inject contrast liquid/dye "presumably because of a deep layer of fat". A rotor test was performed, and they did not notice any movement of the rotor after priming a bolus of 0.001 ml. On (B)(6) 2012 it was reported that the pump was programmed to a minimum flow rate "recently" due to the fact that the pump seemed not to work. The pump was explanted, but was "not replaced for the moment". It was clarified that the pump administered lioresal. The cause of the discrepancy was unknown. The patient was taking oral baclofen following the device explant procedure. It was later further reported that in regards to the rotor test, they had programmed the wrong bolus (0.001 ml/min), so the results of the test were not reliable. It was noted that a bolus of 0.01 ml/min is required to induce a 60 degree rotation of the rotor. A dye test was not performed at the time of the pump explant. It was also stated that the patient was managed for his refills at another centre and had been in (B)(6) to perform additional tests that led to pump explant.

Event description:
Additional information received further stated that there was also an infusion volume test done on (B)(6) 2012 and the started volume was at 20.0 ml. It was noted after 8 days on (B)(6) 2012, the pump's reservoir volume was 18.4 ml and the infusion test was running at 6.2% accurate, "the spec was + or - 25%". It was noted after being tested for 20 days on (B)(6) 2012, the reservoir volume was 16.0 ml and 0% accuracy. It was noted after being tested for 26 days on (B)(6) 2012, the reservoir volume was 14.8 ml and the infusion was at -3.8% accuracy.

Manufacturer narrative:
Catheter model: 8709, lot/serial#: unk, implanted/explanted: unk. (B)(4). Analysis results of the returned device were not available as of the dated of this report; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional method: final device analysis of the pump revealed no anomalies. The pump passed all non-destructive testing. Only the sutureless connector cup was returned for analysis, not enough catheter was returned to do an in-depth analysis. The sutureless connector cup was analyzed to the best ability and no significant anomalies were observed. There were no anomalies in the pump logs and the pump dispensed and infused accurately.

Manufacturer narrative:
Analysis findings of the pump found the pump/ pump head/ and deformed pump tube. This anomaly did not seem to affect the pump performance. During destructive analysis some residue staining was present and not to be considered abnormal. The outlet side of the pump tube does appear deformed and has a permanent kink in the outlet side. This kink in the tube could be a sign of an occlusion that occurred after the outlet port of the pump. This is not conclusive evidence that an occlusion occurred. The pump tube anomaly is a visual inspection in the lab, this is not saying that the tube caused the issue and the anomaly will be investigated further. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.